Event description:
The customer was hospitalized for dka. It was mentioned that the set was changed. The customer stated that they did not have any batteries in the pump to do any testing. Batteries were sent to the customer. Also the customer was advised to call back to perform the troubleshooting when they receive the batteries.